Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, the coil could not lay-up properly inside the aneurysm. After several manipulations without success, the physician decided to remove the coil. Upon removal, the coil detached inside the catheter. The physician was able to pull the coil out with the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval.